Manufacturer narrative:
Device code 1494: off-label use (acd < 3.0mm) type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6 -11.0/1.0/110 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2023. It was reported that lens opacity (asc) was observed on the same date of surgery, the lens was implanted and removed intraoperatively and the problem resolved. In the reporter opinion user error was the cause of the event. For additional information the reporter stated " the doctor made an incision that damaged the patient's anterior crystalline capsule". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.